Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced a high blood glucose level of 400 mg/dl to 500 mg/dl. The customer had no symptoms and did not treat for the high blood glucose levels. The customer's mother reported sensor needing to be calibrated, infusion set leaks at the site and bent sensors. The customer did not troubleshoot the issue due to time constraints. The sensor, infusion set or insulin pump will not be returned for analysis.